Event description:
The facility reported to olympus medical systems corp. (Omsc) that at the end of tul (trans urethral lithotripsy) with laser procedure, the distal end of portion of the subject device broke within the ureter when the facility was withdrawing the subject device from the patient. The facility reported that the distal end broke when the doctor tried to add withdrawing force to the subject device because the doctor felt resistance to withdraw. The facility reportedly tried to retrieve the distal end of the subject device without success. After a ureter catheter stent was inserted into the patient, the procedure was finished because anesthesia for the patient worn off. The patient reportedly went back home same day because of the patient request.

Manufacturer narrative:
Omsc followed up the facility to obtain additional information. The facility reported that the patient condition was stable and an endoscopic procedure through nephrostomy was schedule to retrieve the distal end of the subject device later. The subject device except the distal end was returned to omsc for evaluation. The evaluation confirmed that the distal end from the half way of the angulation rubber was missing. The angulation wire of the subject devise broke and melted near the broken end. The channel tube was snapped within the insertion tube of the subject device and there was a burned tube piece near the snapped tube. The light guide fiber bundle and image guide fiber bundle were detached from fixation point within distal end of the subject device. The angulation wire and channel tube highly likely melted (burned) when the facility irradiated the laser with the laser probe in the channel of the subject device. Omsc concluded that the inner parts such as channel tube, angulation wire were damaged due to the laser during the tul procedure and the distal end broken by excessive withdrawing force. This report is being submitted as a medical device report in an abundance of caution.